Manufacturer narrative:
Patient weight not made available from the site charge nurse, s.h. Return requested. Replacement navigation system monitor shipped to site 06/08/2016. Medtronic investigation of returned suspect monitor finds when tested on bench tester, it ran for over 15 hours without issues. Used provided power supply as well, with no issues. Monitor functions as intended. No fault found. Fully functional. On 06//09/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in an ear, nose & throat (ent) procedure on the previous day, their navigation system monitor went black. When in the register screen, the monitor went black for a few seconds and then came back on. It was reported that this behavior occurred several times. No further details were provided the surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.